Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:  97755 recharger, serial number:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding their external devices. The reason for call was patient reported that the charger would charge for like 3 seconds and then they would get a message that said system problem rm03. Pt stated about 2 months ago the message began coming up on and off, and all the external components started getting hot while in use. Pt mentioned that they had gotten other messages throughout the last two weeks and forgot to call medtronic; pt would remember when they were in pain and had to recharge the implant (ins), but would be after patient services hours. Agent asked, pt stated they tried resetting controller like their medtronic rep had showed them in the past, but did not resolve issue. During the call, agent had pt reset controller and start a charging session. Pt noted that the controller battery was at 90% and the implanted neurostimulator (ins) battery was in the red before they called patient services, and while on call controller was at 80% and ins was up to 30% - showed excellent charge quality. Shortly after beginning charging session, the controller beeped and displayed again, system problem rm03. Pt also mentioned normally took a while to make a connection to ins and recharger cord would get anywhere from 89 to 94 when held away from body, then down around 15 when moved closer to ins (agent understood this was pt's experience with passive recharge mode). Pt confirmed recharger would get abnormally hot while charging, as would the controller when plugged into either recharging cord, and the ac power cord did so as well. The issue was not resolved. An email was sent to the repair department to replace the controller, lithium (li) battery pack, recharger, and ac power supply due to claims of abnormal heating all starting around the same time. Pt mentioned having a recharger replaced due to being lost in the past. Pt mentioned unrelated medical history including that they just had back surgery for a spinal fusion and that no one specific doctor worked with their ins anymore - if they needed anything they'd reach out to a medtronic rep or patient services. Agent sent physician listing to pt.